Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5089726/5089749.

Event description:
It was reported that the spinal cord stimulator (scs) system was no longer functioning as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.